Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; wear abrasion, yellow particles on the shell, deformation and the weight the device within specification. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: the unit is not rupture. No issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.5., d.10., h.3., h.6. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.